Event description:
Boston scientific crm received information that this patient suffered two syncopal events. The physician stated that there was intermittent capture on this right atrial (ra) lead. The impedance had been stable and within specifications. The physician tried both bipolar and unipolar configurations, and noted that a safety switch had been triggered. Boston scientific's technical services consultant advised them to take another reading using a pacing system analyzer (psa). Insulation damage was noted on the lead upon explant. The physician successfully implanted a new lead with the device and no further issues occurred.